Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed aseptic endophthalmitis. The patient experienced an uncomfortable feeling, increased cell, increased intraocular pressure (iop). The patient was treated with steroid medication. The back side of the iol was confirmed to have been cloudy. The iol remains implanted. There is no indication that a culture was performed. Additional information has been requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic. The product investigation could not identify a root cause. The manufacturer internal reference number is (B)(4).